Event description:
(2/2, reference (B)(4) for related complaints) (documenting pump 1) per accredo product complaint form (reported on (B)(6) 2022): it was reported that two cadd legacy pumps with constant beeping after remodulin cassette had been infusing for 12 hours, no alarm message and pump displayed run with beeping after 10 minutes. One cadd legacy pump restarted with same cassette without beeping. Stated daughter complained of a hot feeling, while the remodulin was not infusing. Mother stated daughter is sleeping at time of call. No further details provided.

Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be the dso sensor and loose tubing disposable connection, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. No number was provided; therefore, a history record review could not be conducted. B3: unknown; no information has been provided to date.